Event description:
It was reported that the physician inquired about the performance of the reload selection. The doctor replied that she was not using it and that precisely because of this fact, a patient with bleeding in the stomach was excluded that week. Patient with low hb and two extra days of hospitalization.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? How was the post-op bleeding identified? How was the post-op bleeding addressed? Was the site of the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? And what anatomical structure were they used on? Were there any issues with staple formation throughout the procedure at the site of the bleed? Any unusual sounds or difficulty firing the device? What is the current patient status? Could you please provide a time of events? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.